Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated; the reported event was confirmed. Visual evaluation identified that the plate had fractured, and the fractured piece was not returned. The device exhibited wear and tear consistent with potential use over a field age of approximately 11 years 9 months. No other damages were noted. Device history record (DHR) was reviewed and no discrepancies were found. The supplier device history record (DHR) was not reviewed as the device exhibits wear and tear consistent with use over a field age of 11 years. Additionally, review of raw material certificate confirmed that the materials utilized were per specifications. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the rasp handle broke during the operation. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.